Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-o and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial ate is undisclosed. The meter memory was not reviewed for previous test result history. Customer is pregnant and is feeling weak and tired. Called about e-0 but states she obtained a reading of 351mg/dl just before calling.